Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was taking 5 to 10 minutes to power on after a new battery was inserted into the pump. The reporter stated that the pump would only make a sound but then the pump display would show up 5 to 10 minutes later with an error message. The reporter confirmed that there was no damage to the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.